Event description:
Healthcare professional reported via the national breast implant registry (nbir) right side rupture. The device has been explanted.

Manufacturer narrative:
No contact information was provided for the initial reporter; therefore, additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.